Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73d1800013 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip remained stuck in the applier. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No clip was in the first position in the channel. The sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. The device was disassembled to inspect the internal components. Upon disassembly, it was found that three feeder tabs were bent incorrectly but it could not be determined what caused this. The two dry fires indicate that the clips were out of position in the channel. The broken ratchet caused the clips to become out of position and could prevented the clips from firing properly. The sample was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break therefore, further investigation is pending. The device history review for the product auto endo5 ml lot# 73d1800013 investigation did not show issues related to the complaint. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Although the root cause of this complaint is undetermined, further investigation is pending regarding the broken ratchet ears issue. The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. Teleflex will continue to monitor and trend related events.